Manufacturer narrative:
Patient age is unknown/unavailable; however, the patient was reported to be over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported issue of stent difficult to remove. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex partially covered esophageal stent was implanted for a post surgical diverticular leak in the esophagus on (B)(6) 2013. According to the complainant, the indication for stent placement was to treat a 1 cm lesion due to a post surgical leak in the distal esophagus. The patient's anatomy was not tortuous. During the procedure, on (B)(6) 2013, the physician attempted to remove the stent by the green stent suture using rat tooth forceps. The suture broke. The stent was difficult to remove due to the suture breakage. The stent was able to be removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.